Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was set to value other than monitor plus therapy. Additional information received from the field representative indicates that the device was turned off per physician's order but the representative was unable to recall the reason for the deactivation. This crt-d remains in service. No additional adverse patient effects were reported.